Event description:
Initially, a spaien valve was implanted a 6mmhg mean gradient was noted. Five days post implant the mean gradient was 16mmhg. At the six month follow-up, the echo revealed aortic stenosis, with a mean gradient of 58mmhg. The leaflets were noted to be thickened and it was determined that the patient had valve thrombosis. The patient was on asa and plavix, however, there was a question as to whether or not the plavix was working for this patient. The patient¿s cardiologist took the patient off of plavix after 30 days. The patient is currently being treated with asa, plavix and coumadin.

Manufacturer narrative:
Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to (B)(6), some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. In this case, the exact cause of the thrombosis is unknown, however the patient¿s multiple co-morbidities (htn, smoking, stenosis) could have contributed to the event. Coumadin has been added to the medication regimen. No further information has been provided at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.